Event description:
It was reported that a surgeon used resorbable allograft bone void filler during a wrist surgery of undetermined type, and the graft allegedly "failed." No additional pt or device information was provided.

Manufacturer narrative:
(B)(4). Without additional device information, no review of the device history record was possible, and we are unable to determine a definitive cause of the reported event.